Manufacturer narrative:
For investigation the log files were made available. The log files showed several entries of error message 10.97.311 from (B)(6) 2017. This error message is generated in case of pneumatic controller out of tolerance related to a flash-eprom error . The device internally monitors the function of the electrical components and generates an optical and acoustical alarm in case of faulty flash memories. In most cases, this flash-eprom error does not affect on the ventilation. In cases where a evita cpu system can not run with the flash-eprom error, the evita will reboot in order to solve the problem. During a warm start, the evita opens the airway system to allow for spontaneous breathing. This process is accompanied by an acoustic alarm. If the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the set parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will stop until the applied volume is greater than the minute volume limit set below. Note: during a warm start, the display is dark. The log files did show a warmstart at the time of the logged error message 10.97.311. The device reacted as specified and posted the adequate alarms. The replacement of the pcb pneumatic controller has solved the problem. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It has been reported that the device shut down without warning. No patient injury reported.